Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty procedure a balloon deflation issue occurred. The target lesion was located in the diagonal of the mid left anterior descending artery (lad). The 2.25 x 12 mm apex monorail balloon catheter was inflated inside an unspecified restenosed stent in the mid lad. The balloon was inflated at 6 atms for 45 seconds and upon deflation the balloon would not completely deflate. The catheter and hemo valve were inspected and the physician waited about 2 minutes; then the balloon was inflated at 8 atms and upon deflation was able to deflate completely. The procedure was completed with another balloon. No patient complications were reported and the patient's status is ok.